Manufacturer narrative:
The reported event irrigation not working was not duplicated or confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted and returned to the customer.

Event description:
It was reported that the console 110v (pedal & pole incld) was being used in a procedure when the irrigation stopped working. The procedure was completed successfully with the use of manual suction. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the console 110v (pedal & pole incld) was being used in a procedure when the irrigation stopped working. The procedure was completed successfully with the use of manual suction. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.